Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that during maintenance, a ventilator screen was black when it was turned on and the buttons were unresponsive. The device was unplugged and it generated an alarm. The power switch was pressed and the device started up. The battery charge level was 0% and it shut down. There was no patient involvement.

Manufacturer narrative:
Added the investigation information to completion of investigation. Evaluation codes per completion of investigation.

Event description:
Although medtronic-covidien was not authorized to conduct repairs, the customer returned a single board computer (sbc) board. An investigation was performed on the returned component but the alleged issue was not confirmed.